Event description:
The customer received questionable cardiac d-dimer results. The customer provided data for four patients with discrepant results. The patients' first results came from a cardiac reader, serial number not provided. The second results came from strip lot 28049115 using a cobas h232, serial number not provided. The third result came from strip lot 28049116 using a cobas h232, serial number not provided. The customer did not provide the units of measure for the results. Patient one's first result was 3.0. The second result was 4.0. The third result was 4.0. Patient two's first result was 2.1. The second result was 3.7. The fourth result was 3.4. Patient three's first result was 1.6. The second result was 2.2. The third result was 2.5. Patient four's first result was 2.0. The second result was 3.1. The third result was 3.7. One of the samples was tested three times on an h232 with results of 1.2, 2.2, and 1.2. It is unknown which strip lot or h232 analyzer were used for these measurements. The customer is questioning the h232 results. The tests performed on the h232 were run without quality control being performed. The tests on the cardiac reader were performed with valid quality control. It is unknown if there were any adverse affects from this event.

Manufacturer narrative:
The customer sent one cobas h232 meter, serial number (B)(4) for investigation. Measurements in the laboratory were performed with results meeting requirements. Relevant retention material for the cardiac d-dimer test strips was investigated. The results of all the measurements were within limits and fulfill requirements. The customer's allegation was not observed. No root cause could be determined. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6). The other lot number related to this event is reported in medwatch report with (B)(6).

Manufacturer narrative:
The customer provided additional d-dimer data for 68 patients, of which 21 patients had discrepant results. The serial number for the original h232 was (B)(4). On (B)(6) 2011, patient 1 had a d-dimer result of 0.46 on the cardiac reader. The result from the original cobas h232 was 0.62. On (B)(6) 2011, patient 2 had a d-dimer result of 0.66 on the cardiac reader. The result from the original cobas h232 was 1.20. On (B)(6) 2011, patient 3 had a d-dimer result of 0.78 on the cardiac reader. The result from the original cobas h232 was 1.40. On (B)(6) 2011, patient 4 had a d-dimer result of 1.30 on the cardiac reader. The result from the original cobas h232 was 3.60. On (B)(6) 2011, patient 5 had a d-dimer result of 1.00 on the cardiac reader. The result from the original cobas h232 was 1.40. Patient 6 had a d-dimer result of 0.94 on the cardiac reader. The result from the original cobas h232 was 1.90. The testing date for this sample was not provided. The d-dimer strip lot number for the above results was not provided. On (B)(6) 2011, patient 7 had a d-dimer result of 3.00 on the cardiac reader. The result from the original h232 on strip lot 28049115 (115) was >4.00. The result from the original h232 on strip lot 28049116 (116) was >4.00. On (B)(6) 2011, patient 8 had a d-dimer result of 2.10 on the cardiac reader. The result from the original h232 on strip lot 115 was 3.70. The result from the original h232 on strip lot 116 was 3.40. On (B)(6) 2011, patient 9 had a d-dimer result of 1.60 on the cardiac reader. The result from the original h232 on strip lot 115 was 2.20. The result from the original h232 on strip lot 116 was 2.50. On (B)(6) 2011, patient 10 had a d-dimer result of 2.00 on the cardiac reader. The result from the original h232 on strip lot 115 was 3.10. The result from the original h232 on strip lot 116 was 3.70. On 12/05/2011, patient 11 had a d-dimer result of 1.10 on the cardiac reader. The result from the original h232 on strip lot 115 was 3.20. The result from the original h232 on strip lot 116 was 3.90. The result from the new h232, serial number not provided, on strip lot 115 was 2.30. The result from the new h232 on strip lot 116 was >4.00. On 12/05/2011, patient 12 had a d-dimer result of 1.50 on the cardiac reader. The result from the original h232 on strip lot 115 was 3.00. The result from the original h232 on strip lot 116 was 3.70. The result from the new h232 strip lot 115 was 1.70. The result from the new h232 on strip lot 116 was 2.00. On (B)(4) 2011, patient 13 had a d-dimer result of 1.50 on the cardiac reader. The result from the original h232 on strip lot 116 was 2.00. The result from the new h232 on strip lot 116 was 3.80. On (B)(4) 2011, patient 14 had a d-dimer result of 0.75 on the cardiac reader. The result from the original h232 on strip lot 116 was 1.00. The result from the new h232 on strip lot 116 was 1.00. On 12/07/2011, patient 15 had a d-dimer result of 0.75 on the cardiac reader. The result from the original h232 on strip lot 116 was 1.00. On (B)(4) 2011, patient 16 had a d-dimer result of 2.20 on the cardiac reader. The result from the original h232 on strip lot 116 was 3.60. On (B)(4) 2011, patient 17 had a d-dimer result of 2.20 on the cardiac reader. The result from the original h232 on strip lot 116 was 3.30. On (B)(4) 2011, patient 18 had a d-dimer result of 0.57 on the cardiac reader. The result from the original h232 on strip lot 116 was 0.75. On (B)(4) 2011, patient 19 had a d-dimer result of 1.50 on the cardiac reader. The result from the original h232 on strip lot 116 was 2.00. On (B)(4) 2011, patient 20 had a d-dimer result of 0.99 on the cardiac reader. The result from the original h232 on strip lot 116 was 1.40. On (B)(4) 2011, patient 21 had a d-dimer result of 0.83 on the cardiac reader. The result from the original h232 on strip lot 116 was 1.20. It is unknown if any results were reported outside the laboratory. It is unknown if there were any adverse events. The units of measure were not provided.